Manufacturer narrative:
Device evaluation: the returned rod was observed to be partially distracted with score marks on the distraction rod. X-ray images of internal components revealed a broken cage, radial ball bearing, and the inner and outer races are misaligned. The rod was functionally tested and could not distract and retract with the electronic remote controller (erc) and the manual distractor. Sectioning of the rod revealed the distraction rod was contacting the internal surface of the housing. The two components could not be separated without applying high force. After applying high force, the two components they were able to be separated. The potential root cause of the reported event was due to patient activity causing the distraction rod to have become bent causing a jam. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to shipment.

Event description:
Information was received that a revision procedure was performed due to the surgeon believing that the rods were not deploying due to extended time between distractions. No patient harm was reported.